Event description:
The account alleged the brake casters would not hold. No patient impact.

Manufacturer narrative:
The account replaced the brake caster stems and brake support brackets to resolve the issue.